Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and an unexplained power on event was observed. A functional test was performed and passed. An internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined.